Event description:
Attempting to infuse ffp via piv (peripheral IV) with a one link connector. Ffp was not dripping; attempted to flush IV. Since IV did not flush, changed the one link connector. Piv flushed as normal. Attached the ffp to infuse; it would not drip in, so removed the one link connector and attached the ffp line directly to the piv extension hub. Dripped in correctly.this facility has experienced multiple similar events with this type of device.